Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No sample was received for further evaluation. A device history review (DHR) was performed for the referenced lot. The DHR confirms the lot was manufactured to meet all blueprint specifications and quality requirements.

Event description:
A report was received stating, during an airway procedure, a trachel tubes cuff was tested by inflating the cuff with saline. It was reported that at the end of the procedure the cuff was noticed to be filled with air and saline. There was no patient harm or injury reported. Though requested, no additional information has been obtained by the manufacturer.